Event description:
It was reported that during an exploratory laparotomy with bowel resection procedure, the staples fell out of the devices when the surgeon was positioning the device on tissue. The staples fell into the patient's abdomen. The surgeon was able to retrieve all the staples from the abdomen. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). (Device b): (B)(4); other # = f5ue42 (batch #); exp date = 02/20/2014, 3/20/2009. Device (a) was received in good visual condition and with a reload loaded in the device; the reload was received loaded with seven protruding staples. Device (b) was received in good visual condition and with a reload loaded in the device; the reload was received loaded with six protruding staples. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to protrude or fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The device was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.